Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity, 9570e). D10 concomitant product: 9570e , 9570e ce 7.0mm endotrach tube cufd x10, lot# 2102325fed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first endotracheal tube's cuff pressure was released to 0, but the front section of the tube was found to be fully inflated, and 70ml of gas was aspirated from the cuff when removed before intubation. The patient experienced respiratory distress while in used of the second tube, the tube was connected to a ventilator for assisted ventilation with a cuff pressure of 25 mmhg and was continuously used. It was stated that the respiratory distress was caused by the patient's condition.

Event description:
It was reported that the endotracheal tube had an abnormality and was not use on the patient. The patient developed respiratory distress and was receiving assisted ventilation using an endotracheal tube connected to a ventilator. It was stated that the respiratory distress was caused by the patient's condition.

Manufacturer narrative:
Correction: b5 additional information: g3 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 and g3 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient developed respiratory distress and was receiving assisted ventilation using a endotracheal tube connected to a ventilator. It was stated that the respiratory distress was caused by the patient's condition.